Event description:
It was reported that the patient was scheduled for explant of their device. Per internal data, explant was confirmed to have taken place. Follow-up was performed and patient physician indicated the mother felt the vns was worsening seizures but had no additional information to provide. No additional information has been received to date.